Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer stated that she had changed her infusion set and when she checked her blood glucose before bed, she found that her blood glucose was 582 mg/dl. She treated with a bolus of 8.2 units of insulin via the insulin pump. She stated that when she went to the bathroom, the site/infusion set had pulled from her body. She declined to troubleshoot for the matter and advised that she would monitor her blood glucose.